Event description:
Allegedly while walking across a gravel parking lot, the users forearm crutch broke in half. The user fell to the ground. As a result of the fall the user claims that they suffered "soft tissue" damage to their rotator cuff.